Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. It was advised to contact support again if the issue reappears, and the caller acknowledged and understood the guidance.